Event description:
It has been reported that there was no display on the monitor. No harm to the patient has been reported to philips. The available information does not indicate if the system was in clinical use or not when the issue took place. We are conservatively reporting this event at this point of time . A follow up report will sent if any further information is available.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that the moniotr display was blank. The rse instructed the end user to check both the monitor vga connector and power cord. The power cord was discovered to be loose by the end user. When the end user tightens the power cord connection, the system was returned to use in good working order. The codes were updated based on the investigation outcome.